Event description:
During a pulmonary vein ablation procedure, power was lost during the case, resulting in a cancelled procedure. Following access, the power supply lowered to 12% and the procedure was cancelled.

Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the cause of the reported power loss was a faulty power supply. The power supply was replaced and the device completed functional testing successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.